Event description:
Reportable based on device investigation completed on 16mar2023. It was reported that the guidewire could not cross the balloon. The target lesion was located in the left coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the wire could not cross the balloon. The procedure was completed with another of the same device. No complications reported and the patient is stable. However, device investigations revealed that the distal tip end of the device (approximately 2mm) on the mandrel was detached.

Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon found no issues noted with the balloon material. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. Examination of the tip identified that the distal tip end of the device was detached. An examination of the returned product mandrel identified the detached section of tip (approximately 2mm) on the mandrel. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination of the delivery system found multiple kinks along several locations of the hypotube shaft. Device to device interaction test revealed that the device returned with a 0.015inch product mandrel. Inserted this mandrel through the damaged tip and wire lumen with no resistance noted.